Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left device migration, and waterfall deformity mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old hispanic female patient underwent revision breast augmentation with 525 cc mentor memorygel breast implant on both sides and experienced right side breast implant rupture, and pain postoperatively. The patient has consulted with the healthcare professional. As a result, the patient underwent bilateral replacement surgery with catalog number 3503420; serial number (B)(6) on the left side, and catalog number 3503420; serial number (B)(6) on the right side on (B)(6) 2026. On (B)(6) 2026, the mentor failure analysis lab received the devices for evaluation. Per additional information received with the device, mentor became aware that the patient experienced right-side rupture, capsular contracture; baker grade ii, bilateral waterfall deformity, and bilateral device migration. This medwatch report is for the patient¿s left-sided device.